Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 20, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The event occurred during a procedure (corneal graft plus vitrectomy). The surgery was completed after exchanging the system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that cutting was not available on a system. The system had been previously tested. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received. This is one of two reports being filed for the same facility. This report is for the event occurred on (B)(6) 2016. The alcon reference numbers are: (B)(4).